Event description:
It was reported that the patients systems controller was hot. The patient was asymptomatic. Analysis was requested. The log file showed that the controller temperatures were in the normal range.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
B2: corrected to blank. B5: additional information. D4: product information, updated. H4: manufacture date, updated. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
There was no adverse patient reaction due to the controller being hot. It was unknown if the patient had been using the controller under blankets/clothing/etc. The controller was not exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the controller overheating was not able to be confirmed. Log file data from the reported event date of 10dec2024 was reviewed. No atypical alarms were observed, and the controller supported the pump as intended for the duration of the data reviewed. The controller¿s internal temperature remained within specification for the duration of data reviewed, and it should be noted that the internal temperature recorded within the log file cannot be conclusively correlated to the controller case temperature. Provided information indicated that it was unknown if the patient was using the controller under blankets, that there were no adverse effects due to the reported event, and that the system controller was not exchanged. The system controller was not returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. Heartmate 3 instructions for use section 2 ¿ ¿system operations¿ and heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works¿ state to not place the system controller on bare skin for an extended time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104 degrees fahrenheit (40 degrees celsius). Additionally, section 2 explains the system controller user interface, including the display screen and all buttons, lights, and symbols. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.